Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter; controller ac adapter / (B)(4)/ model #: 1430de / expiration date: unknown, UDI #: asku, no, device evaluation anticipated, but not yet begun, mfg date: unknown. (B)(4). Heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / (B)(4) / model #: 1430de / expiration date: unknown UDI #: asku, device evaluation anticipated, but not yet begun, mfg date: unknown, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-08-31 UDI #: (B)(4), return date: 2018-09-27. Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31, heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-09-30, UDI #: (B)(4), return date: 2018-09-27. Device evaluation anticipated, but not yet begun, mfg date: 2017-09. Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-09-30 UDI #: (B)(4). Return date: 2018-09-27. Device evaluation anticipated, but not yet begun. Mfg date: 2017-09-30. Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-08-31, UDI #: (B)(4), return date: 2018-09-27, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with two controller ac adapters and five batteries and it prompted several pump stops with critical battery alarms. The batteries and the controller ac adapters were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controller ac adapters (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned adapters and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Log file analysis also revealed two controller power-up events, with associated motor start events, on (B)(6) 2018, indicating losses of power to the controller leading to pump stops. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one with 97% relative state of charge (rsoc) and (B)(4) was connected to power port two with 35% rsoc. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 12 seconds. The data point prior to the second loss of power revealed that an active power adapter was connected to power port one and (B)(4) was connected to power port two with 96% rsoc; the controller does not log the serial number of attached adapters. The data point recorded after the second loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 12 seconds. Several momentary disconnections were recorded in the periods leading up to the losses of power. As a result, the reported power switching and pump stop events were confirmed. Log file analysis did not reveal any critical battery alarms logged within the analyzed period; therefore, the reported critical battery alarm event was not confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on one or both power sources. An internal investigation investigated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.